Manufacturer narrative:
The investigation for the reported aic - purge disc/flag issues has been completed. The impella device has been returned for evaluation. Console purge assembly was inspected. Upon opening the purge assembly door, it was confirmed the purge disc retainer had broken/snapped off of the purge assembly. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock on an automated impella controller (aic) for mechanical circulatory support. The complainant reported the purge cassette was not detected on the automated impella controller (aic). No report of patient harm or injury.